Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon, valve seal and doors appeared intact. The lock collar was broken. The obturator and inflation syringe were not received. Pmv performed functional testing which noted that the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Replication of the disengaged valve door may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal procedure, the device's balloon did not insufflate. To complete the procedure, another device was used. No patient injury noted. The device is expected to be returned for analysis.